Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, device expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2019 that a genesys procedure set was used in a hysteroscopic thermal ablation (hta) procedure in the uterine cavity performed on (B)(6) 2019. The patient was under general anesthesia and was given a premedication of toradol. According to the complainant, post procedure, the patient sustained two external burns on the buttocks that looked like a chemical burn. Reportedly, the physician was unable to confirm if the burn was caused by hot saline from the hta device or an allergic reaction from the drape or betadine solution. The procedure was completed with the same device. The current condition of the patient is good and the burns are healing. An additional attempt has been made to obtain follow up event details with no response from the clinician.